Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Alleged failure: it beeped and stopped working. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes may include poor button contact, possibly due to a dirty electrical connection, and insufficient cleaning operations. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had insufficient / no energy delivered.